Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at a routine clinic visit, the ventricular assist device (vad) driveline cable sheath was observed to have damage due to normal wear and tear. The clinic taped and stabilized the driveline sheath until the patient could return to the clinic for driveline sheath repair servicing. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing issue. Review of (B)(6) service history record indicated that the device was previously serviced, and the repair action was verified. Visual evidence provided by the site revealed that the previous driveline sheath repair was worn out and evidence of a self-repair. As a result, the reported event was confirmed. The most likely root cause of the self-repair can be attributed to the handling of the device. Based on the available information, the most likely root cause of the damage to a prior repair may be attributed to factors such as normal wear over time and improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.